Manufacturer narrative:
Product is expected to be returned for evalution; however, the device was not received at the time of this report. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the follow up report. The patient informaiton was not provided; therefore, part a could not be completed. The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. Attempts to gather further details to obtain additional information were made and no further information was provided regarding this event at the time of this report.

Event description:
It was reported a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The valve was implanted. During removal of the delivery system it was noted that the device was stuck on the circulo guidewire and could not be removed. There was a significant delay in the procedure. The patient status was stable. Additional information received from the distributor: question: was the delivery system and the guidewire both removed from the patient at the same time? Answer: no question: if no, was the guidewire cut? Answer:yes question: if the guidewire was cut, was it cut outside of the patient? Answer: yes question: did the patient remain hemodynamically stable throughout the procedure? Answer: yes question: was there a clinically significant delay? If so, please detail the patient effect sustained due to the delay. Answer: yes, 30min question: did the patient have any clinical signs or symptoms during or after this event? Answer: no question: was the curve of the circulo wire constrained within a catheter during insertion into the body or treatment site? Answer: no question: was there any damage noted to the circulo wire prior to or after use? Answer: after use. Question: if yes, please describe the type of damage and location on the wire. Answer: distal end of the wire. Question: was there damage to the flexnav delivery system? Answer: no question: was there any resistance noted during the initial placement of the circulo wire within the patient, during the procedure, or at any time prior to the resistance noted with the delivery system and the guidewire? Answer: no question: was bav performed during this procedure? Answer: yes, pre-bav question: if yes, was the same circulo wire used to perform bav? Answer: yes question: was the bav completed successfully without issue? Answer: yes question: was the bav catheter inserted and removed successfully over the circulo wire? Answer: yes question: was there any attempt to remove the circulo wire through the flexnav delivery system prior to the entrapment? Answer: yes, try of a regular removement. Question: are there any photos or videos available of this issue? Answer: no question: is this a new user or experience user? Answer: experienced user question: please describe the damage to the distal end of the circulo wire. Answer: not smooth anymore. Question: was there a crack, kink, twisted, deformation, etc.? Answer: top layer has come off question: what is the lot number of the circulo wire? Answer: sorry, it is not available.

Manufacturer narrative:
This medwatch report is an update to the previous report to include the following additional information: the medical device referenced in part d of the initial 30 day report is not marketed in the united states and does not have a gudid entry. However, a similar device (circulo, model daibw-003) is marketed in the u.s. And shares comparable design and functionality. This report is being submitted to ensure compliance with FDA requirements under 21 cfr part 803.

Manufacturer narrative:
This medwatch report is an update to the previous report to include additional information in section b5, report the results of the product evaluation in section h11, and update codes in h6 (b, c, and d). Device evaluation: as received, the specimen consisted of one-1 each tavi gw sm EU 275-035; returned coiled and loose in two separate sections and single-bagged within "zip-lock" style poly biohazard pouches. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The distal portion of the specimen wire presented a fracture of the core and coil wire consistent with indications of shear/cut damage at 269.2cm from the distal aspect of the formed curve, kink and bend damage of varying severity on the coil and core wire segments throughout the length of the wire, along with coil offset/misalignment in the formed curve. The proximal portion of the specimen wire also presented fractures of the core and coil wire consistent with indications of shear/cut damage, along with coil offset/misalignment throughout the length of the wire. There is evidence of severe material distortion at the fracture sites to the point that the material has a beveled edge, consistent with compression forces from a clamp, pliers, or something similar. The observed damage aligns with the reported clinical event and supplemental information: during removal of the delivery system, the device became stuck on the circulo¿ guidewire and could not be removed. The end user cut the wire to separate it from the delivery system. The shear/cut damage and compression marks are consistent with this action. While a definitive root cause cannot be determined, the investigation findings suggests that procedural and/or clinical factors contributed to the reported event. The observed damage, particularly shear/cut marks, compression forces, and coil misalignment is consistent with manipulation against resistance and the use of tools to separate the wire from the delivery system. These findings support the likelihood that the guidewire was subjected to manipulation against resistance during the procedure and during the attempt to remove the delivery system. The circulo¿ device instructions for use (IFU) includes instructions for inserting and removing the guidewire from the treatment site and warnings regarding monitoring the guidewire during use and advancing against resistance. As noted in the device instructions for use (dfu) warnings: 11. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. 12. The guidewire should only be introduced into or withdrawn from the heart through a catheter already positioned in the ventricle. 13. The curve of the circulotm guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As noted in the device instructions for use (dfu) procedure: 9. Maintain guidewire position while tracking or advancing a catheter or device over the wire. A. Visibly monitor the guidewire double curve when advancing a device over the wire. If resistance is met while advancing the device over the wire stop; evaluate the cause before proceeding (use fluoroscopy if necessary). 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the circulotm guidewire prior to withdrawing the wire. B. The circulotm guidewire is pulled back completely into the catheter. C. The circulotm guidewire may then be withdrawn from the catheter. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
Additional information: question: please confirm the delivery system was completely outside of the patient when the wire was cut to separate it from the delivery system. The wire was then removed from the patient. Answer: yes.